Event description:
A power source alert was reported by the customer. There was no adverse impact to the customer's blood glucose level. The issue was resolved when the customer plugged the charging cable into a wall adapter, and the pump began charging, requiring no further assistance.